Manufacturer narrative:
Product ID: 3778-45 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 3778-45 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37746 lot# serial# (B)(4), product type programmer, patient product ID 3550-16, product type accessory. (B)(4).

Event description:
It was reported, the patient¿s leads migrated. The patient was unable to feel stimulation despite reprogramming and she experienced a return of bilateral pain in their feet. The physician performed an x-ray and confirmed a lead migration. The lead was replaced. At the lead revision, the surgeon noted the anchor was still intact to fascia but the leads had backed out. The anchor was replaced with a bumpy anchor. Additional information received reported the patient was receiving effective therapy post-operative.

Event description:
Additional information reported that the leads had backed out from the epidural space. It was also reported that the issue had been resolved. It was noted that there had not been any "requests from the patient that their stimulation was not optimal." It was further noted that no malfunctions of the lead or anchor were reported by the health care professional.